Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the heating element on the generator required replacement. The technician provided a quote for a new generator to the user facility, as it has been in service for 12 years, is awaiting a response. The sterilizer is currently not in use.

Event description:
The user facility reported that steam was emitting from their sterilizer subsequently setting off the fire alarm. The fire department was not dispatched and no evacuations occurred. No report of injury.